Event description:
It was reported that "the pt had a tha surgery in 2002. Afterward, the surgeon performed a revision surgery to change the new insert of 20 degs three weeks later, because the pt had dislocated a few times after a primary tha."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.